Manufacturer narrative:
MFR received date: 21 aug 2019. Date of report received: 30 aug 2019. The customer ordered a touchscreen to resolve the issue. The device was not being used for treatment when the reported event occurred, and it is unknown if there is a relationship between the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug2019.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.